Event description:
On an unknown date in 2012, the patient underwent the endovascular procedure to treat an abdominal aortic aneurysm. On (B)(6) 2015, a computed tomography angiography (cta) showed a possible 23mm proximal migration of the previously implanted gore excluder aaa endoprosthesis contralateral leg component (unknown lot / serial number). Reportedly, the device did not cover any vessel during the movement. It was reported that the device migration caused an aneurysm enlargement from 41 mm in 2013 to 56mm in 2015. The cause of the device migration was a progression of vascular disease. Also, a distal type I endoleak was noted. The physician was monitoring the patient. The patient tolerated the procedure. No further adverse events were reported. Please note further investigation has determined the originally implanted device to be a medtronic device (unknown lot / serial number) and not a gore excluder aaa endoprosthesis, therefore there is no adverse event with a gore device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).